Event description:
The peds dialysis rn went to pt's room to change gesco for (pd)peritoneal dialysis. Rn at bedside noted that the gesco was leaking fluid at the stopcock site. The bedside rn stated that she just noticed this before dialysis rn arrived in room. The dialysis rn set up a new gesco set and removed the old set from pt's room. Peds dialysis rn and pd nurse notified.